Manufacturer narrative:
(B)(4). The device is not available for investigation. The device history review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon used the capio slim for sacrospinous ligament fixation. After firing the suture through the ligament during the procedure the surgeon could not retrieve the end of the suture dart. The surgeon could not locate the suture dart and had to leave this in the patient.